Manufacturer narrative:
A visual inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, in addition to, the noted stent dislodgement, material deformation, and kinked outer member/skive, appear to be related to the operational context of the procedure. In this case, it is likely that the stent delivery system (sds) interacted with the patient¿s heavily calcified, moderately tortuous, and 90% stenosed lesion during advancement, as resistance was noted, resulting in the reported failure to advance. Manipulation of the device during its interaction with the anatomy likely resulted in the noted stent dislodgement, material deformation (stent), and kinked outer member/skive. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal third of the circumflex artery with 90% stenosis, heavy calcification and moderate tortuosity. The 2.0x23mm xience alpine stent delivery system (sds) failed to cross the lesion due to the anatomy. There were no other device issues noted. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified that the stent implant was dislodged from the balloon.